Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they can't charge the implantable ne urostimulator (ins), and it gets all wonky, it toggles back and forth between good and excellent even when they don't move and will go to no device found or will take a long time to charge. The pt says they are "in pain because they can't get this stupid thing to work, they are frustrated and wish they hadn't gotten this. Patient services (pss) tried to redirect to their healthcare provider (hcp) but pt says they have already met with a manufacturer representative (rep) and hcp and they couldn't find any reason this is happening, but they found a depression in their spine which makes it hard to position against the implant. Pss had pt look at port of controller and they said its looks intact. The recharger (rtm) is heating up a lot and it gets so hot on their back and says there is no physical damage on the cord. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID: 97755, serial#: (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger failure, stuck on checking the recharger screen. No anomalies were visually observed. Scrapped due to failed on bench test but passed on tester. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.